Event description:
A ventilator was returned to the manufacturer's service center routine preventive maintenance. The customer made no allegation of device malfunction. The device was not in pt use. During evaluation of the device at the manufacturer's service center, it was found that the high pressure alarm failed. The device's high pressure limit potentiometer was replaced to correct the problem. The potentiometer failure would only affect the device's high pressure alarm. The device would not failed to relieve pressure at the set high pressure limit. There was no pt harm or injury. A review of the manufacturer's adverse event database for the past four years confirmed there have been no adverse events caused by high pressure limit potentiometer failures.